Event description:
According to the reporter: haltman operation. The device was fired to close rectum and the tissue was cut. The staple line opened as the staples were not properly placed. The tissue was a little thick and the patient has a history of carcinoma. Bleeding under 500ccs occurred but the issue was resolved by manual suturing. No further complication was reported.